Event description:
It was reported to boston scientific that while obtaining a sample, using an excelon transbronchial aspiration needle to perform a fine needle aspiration (fna) of the carina trachea, the needle became dislodged and disconnected. The needle was unable to be pulled back into the sheath. There was no patient injury or damage to the scope.